Manufacturer narrative:
Submit date: 2/1/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the g-tube got stretched at the end and is leaking.

Manufacturer narrative:
A used sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the defect was not confirmed. A root cause could not be determined as the reported issue was not confirmed. If information is provided in the future, a supplemental report will be issued.